Event description:
Iabp inserted in or following CABG x 4. Patient failed bypass weaning. Iabp placed for hypotension. On pod1, noted blood in balloon and extension tubing. Patient stable, iabp removed.